Event description:
It was reported that the lead exhibited high capture thresholds of 4.5 v, 0.5 ms in the bipolar configuration. The pulse generator would be programmed to high output. The lead would be monitored through clinical follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.